Event description:
The patient (pt) reported that their stimulator devices they had over the past 20 years were replaced after approximately 6 years despite being told they would last 9 years. They reported they had not seen an eri displayed. No symptoms reported. The product was not returned for analysis. The pt reported that since these previous replacements occurred "a long time ago" they could not recall dates or more details pertaining to the reported issues. No further details could be obtained as the patient was reported to be unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.